Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "breaking of the locking pins on a diaphyseal humeral nail." Additional feedback received: "how was the event detected? During surgery, when it became impossible to continue the procedure. When inserting the humeral nail, the nail was placed on the nail holder, the screw was tightened correctly, and the nail anchor was checked. The anvil was positioned to impact the nail. A rotational movement was performed to align the nail and position it correctly. During the rotation, a crack was heard, with abnormal mobility between the nail holder and the nail. Did the event occur during the procedure? If yes: was the procedure completed correctly? Yes, during the procedure, it was completed correctly. Was there any impact on the patient? / any clinical consequences for the patient? No impact on the patient. Was the procedure delayed? If yes: by how much time (in minutes)? The procedure was delayed by 25-30 minutes while we fetched an ancillary device to extract the nail and reposition another one. Was additional medical intervention necessary? No.".

Event description:
As reported: "breaking of the locking pins on a diaphyseal humeral nail." Additional feedback received: "how was the event detected? During surgery, when it became impossible to continue the procedure. When inserting the humeral nail, the nail was placed on the nail holder, the screw was tightened correctly, and the nail anchor was checked. The anvil was positioned to impact the nail. A rotational movement was performed to align the nail and position it correctly. During the rotation, a crack was heard, with abnormal mobility between the nail holder and the nail. Did the event occur during the procedure? If yes: was the procedure completed correctly? Yes, during the procedure, it was completed correctly. Was there any impact on the patient? / any clinical consequences for the patient? No impact on the patient. Was the procedure delayed? If yes: by how much time (in minutes)? The procedure was delayed by 25-30 minutes while we fetched an ancillary device to extract the nail and reposition another one. Was additional medical intervention necessary? No." 02/17/2026 - additional information received: the nail has a fastening system on the nail holder consisting of small studs, one of which is broken and the other damaged. The breakage occurred when the nail was inserted.

Manufacturer narrative:
Correction: please refer to section d9 the device was not returned. The reported event could not be confirmed during the investigation. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. Note: the reported breakage is not visible on the photos received. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.